Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (investigation findings, investigation conclusions). In this case, the patient experienced paravalvular leak (pvl) paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity, including heart failure and hemolytic anemia. Endocarditis-related factors (e.g., abscess formation) and tissue fragility are well-known cause of pvl due to valve dehiscence. This can occur because of patient comorbidities or treatment side effects (e.g., chest radiation, some autoimmune diseases, long-term corticoid treatment). Post-procedural - pvl was unable to be confirmed as there was no product returned for evaluation and no relevant imagery provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Pvl is included in the IFU. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with an 8300ab intuity aortic valve which was implanted for approximately three (3) to four (4) years developed paravalvular leak (pvl) and hemolytic anemia which required blood transfusion. The severity of pvl was not high and it is under investigation if the hemolysis was caused by pvl or by other factors. Reintervention is needed, however, since the patient is on dialysis and has high risk, the type of intervention is under discussion. The device remained implanted. The patient's status is unknown. The device was originally implanted for aortic valve replacement to correct aortic stenosis.